Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
Device 1 of 2, reference MFR report#1627487-2016-00348. It was reported the patient experienced a headache due to cerebrospinal fluid leakage following the trial implant. Reportedly, a blood patch was not initiated. Follow-up identified the leads were removed on (B)(6) 2016 during which time cerebrospinal fluid was observed oozing from the left lead site after removal when the patient coughed. As a result, bed rest, water, and caffeine was the next course of action. The issue persisted, however symptoms subsequently improved. Note: both trial leads are being reported as it's unknown which lead contributed to the issue.